Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports that the pt had the scs removed sometime in 2009 because it was not "operating/functioning correctly" - caller had no additional detail to provide